Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp in the patch shell bond edge assessed as unidentified (tear) opening (shell thickness was within specification) and observed stress marks in the posterior side assessed non-penetrating nicks. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Brown particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional called to report right side rupture and bilateral replacement from textured to smooth due to the patients concern of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional called to report right side rupture and bilateral replacement from textured to smooth due to the "patient's" concern of the product. Device has been explanted.